Manufacturer narrative:
During inspection and testing, service found a section of the coating of the insertion section larger than 4mm was peeling due to deterioration. The report of leaking was confirmed during testing. There was a leak at the stiffness setting ring due to damage and the insertion tube leaked due to piercing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the subject device leaked. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress while the user handling the subject device. Handling the device in accordance with the following instructions for use (IFU) enable the user to detect the suggested event properly: "preparation and inspection - inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities." Handling the device in accordance with the following IFU may enable the user to reduce/prevent the suggested event: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.